Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, failed battery test and low battery alert. Customer does not recall any significant events leading to the error, but stated that this occurs during sensor use. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery issue but not sensor. Customer was advised to monitor pump and call back if any further issues. No further information was given.